Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the event was occurring since (B)(6) 2019. Since the exact event date was not provided, it was captured as (B)(6) 2019.

Event description:
The customer reported that since (B)(6) 2019 his blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. The returned meter was tested with the returned test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.